Event description:
The white stopcock valve malfunctioned on the product and came out of the port. The physician put it back in place, and continued to use the device, but kept fluid in the balloon. However, they were not able to stop the hemorrhaging and removed our device. A hysterectomy was required; but, not due to our balloon.

Manufacturer narrative:
The device has been discarded by the facility and will not be returned for evaluation. Most likely the stopcock (valve) used to open and close for keeping fluids inside the balloon has separated. The physician was able to put the parts back together noting the balloon remained inflated. However, the bakri balloon was removed from the pt due to the hemorrhaging did not stop and a hysterectomy was performed. The attending nurse stated the hysterectomy was not due to the balloon. Additional info is being requested on the events of the case to determine the need for the hysterectomy. When additional info is received, it will be forwarded.